Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump and that there was no debris caught between the gears or camshaft. Review of the event history log showed the pump displayed the following event: 1871 error code. Functional testing was performed and it was found that the pump displayed error code 1871. It was determined that a defective motor was the cause of the reported issue. The motor was replaced based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1871 during preventive maintenance. No adverse effects were reported.